Manufacturer narrative:
(B)(4). Examination of the returned instruments confirmed the dullness. The root cause is heavy usage. The instruments range from 4 to 15 years of age. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Acetabular reamers are extremely dull.